Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered for increased sensing integrity counter (sic), high rate non-sustained episodes, and oversensing noise. It was indicated that the alert triggered due to cautery during a surgery. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.